Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that the 3100a ventilator map (mean airway pressure) is fluctuating between 18 and 27 when it should be 22.at this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
H11:correction d4:corrected model d4. Model # was updated to ¿unknown¿ as the reporter never provided this information.